Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer reported that the battery cap was damaged. Customer tried to insert a battery insulin pump received an image book on the screen and then switched off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged battery cap cracked/damaged, critical pump error (open book image) alarm and unexpected battery power loss or replace battery alert/replace battery now alarm found on (B)(6), 2021. Unable to confirm battery cap damage due to insulin pump received without the original battery cap. A test battery cap locks securely into place. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive insulin pump error 53 alarms on (B)(6) 2021 03:31:35.000, (B)(6) 2021 03:32:41.000, (B)(6) 2021 03:33:10.000, (B)(6) 2021 03:33:35.000 and (B)(6) 2021 03:38:44.000. Pump error 53 alarm due to software error (linenumber = 5632 ; filenumber = 2005). Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 14:38:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 00:09:00.000 (B)(6) 2021 00:19:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2021 00:40:00.000 (B)(6)2021 00:50:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 03:31:10.000 to (B)(6) 2021 03:38:44.000 and failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2021 03:31:11.000 to (B)(6) 2021 03:38:50.000 upon checking on the power data/detail trace file, low battery alert, replace battery alert/replace battery now alarm and failed battery, battery failed alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. ¿ force sensor zero offset within specification (23.3 milivolts). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay and a scratched case. Unable to confirm battery cap damage due to insulin pump received without the original battery cap. Unexpected battery power loss or replace battery alert/replace battery now alarm was not confirmed. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 alarms due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.